Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent esc and down buttons response due to due to unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 47 mg/dl. Customer declined troubleshooting for low blood glucose. Customer also reported that the insulin pump had button error. The insulin pump will be returned for analysis.